Manufacturer narrative:
The device is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the scratch was found on the lens after implantation. When implanting the iol with the same injector, the scratch was found again. The iol was implanted without problems after replacing the injector with another one. Incision size: 2.4 mm and removal size: 3.5 mm. Additional information was requested and received stating scratch was found on the lens, so the wound was enlarged, the lens was removed, and a second lens was inserted. The second lens had a scratch, but it was left in place because no health hazard was anticipated. There was no potential health impact.

Event description:
Additional information was received, stating surgeon requested to investigate the iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3, h.6 and h.10. One opened handpiece was received for the report of scratch on lens. The returned sample was visually inspected and was found to be conforming. A dimensional plunger position height check was performed and was found to be conforming. A functional thread to barrel engagement check was then performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual and dimensional inspections and functional tests associated with the reported event, therefore the scratch as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).